Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to electrode fold-over at e15. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 08, 2022.